Event description:
It was reported that during surgery the actual depth of the device differs significantly from the set depth and is too shallow. This was not a calibration issue. The device provided an incorrect or inaccurate measurement/thickness. There was no patient impact. There was a 5-minute delay. The surgery was completed after processing the original skin graft. No additional graft was needed. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.